Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Citation: zumwalt, c. M., roybal, j., crittendon, I., lucas, v. S., & wells, d. A. (2024). Catecholamine-induced cardiomyopathy secondary to pheochromocytoma rescued with percutaneous left ventricular assist device: novel application of the impella cp in a pediatric patient. Ochsner journal, 24(3), 229¿232. Https://doi.org/10.31486/toj.24.0028 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21638. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing. H10: article citation missing

Manufacturer narrative:
Refer to the literature attachment. The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
On 2024-10-09 abiomed japan forwarded a publication entitled catecholamine-induced cardiomyopathy secondary to pheochromocytoma rescued with percutaneous left ventricular assist device: novel application of the impella cp in a pediatric patient. The patient on impella cp support had a femoral artery dissection noted at the pump explant in (B)(6) 2023. The injury per publication was immediately recognized and repaired by vascular surgery with a good result and no complications to the affected extremity.